Event description:
It was suspected that the pump was not delivering drug. A possible micro-tear of the catheter was suspected. The patient was in withdrawal and underdose symptoms were reported. It was decided to ¿robe and replace¿ the entire system. A replacement was performed on (B)(6) 2013. The patient¿s status at the time of the report was alive with no injury. The medication infused was gablofen. A healthcare professional (hcp) later reported that the patient had symptoms of severe increased tone, tachycardia, severe irritability, and increased oxygen requirements. No issue was identified with the pump. It was not determined if there were micro-tears in the catheter, and no leak was identified. Plain films were normal. A 50 mcg bolus was performed with no response. Withdrawal symptoms resolved immediately on the replacement of the pump and catheter. The patient was intubated for two days. Their total stay in the pediatric intensive care unit (picu) was four days. It was reported the patient was back to baseline status on (B)(6) 2013 and would return to clinic for follow-up. The event was ongoing. X-ray results showed an intact catheter. The patient had minimally elevated white blood cell (wbc) count with left shift, nonspecific bands. The patient had symptoms of increased tone and distress. Etiology specified relation to the device or therapy and no relation to the implant procedure. The event results in in-patient or prolonged hospitalization and was a life threatening situation.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. Product ID: 871, 1 lot# j11419r09, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received from a physician via a clinical study indicated the outcome was resolved with sequelae on (B)(6) 2014 and the sequelae was revision of the baclofen pump and catheter.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the catheter (B)(4) revealed no significant anomaly found.